Event description:
It was reported that during stenting procedure in the rca, a stent would not cross the heavily calcified lesion. Pre-dilatation of the lesion was performed using the dilatation catheter, and dissection was observed. The dissection was treated by the deployment of three stents. The pt is reported to be doing well as of the date of this report.